Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
The patient¿s ipg was reported to be inoperable following an unrelated surgery, prior to which the ipg was not set to surgery mode. A manufacturer representative was able to recover the device via troubleshooting.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.